Event description:
Per the edwards field clinical specialist report, during a transfemoral tavr procedure a right iliac artery rupture was found upon removal of the 22fr retroflex3 introducer sheath. Summary of the case: the right side was accessed percutaneously and preclose sutures were placed. The right side was prepared with serial dilation up to the 25fr dilator; the 22fr sheath was placed with moderate resistance. After successful deployment of the sapien valve, the sheath was pulled back slowly with resistance. Once the sheath was in the right external iliac artery (reia) the patient became hypotensive with a systolic blood pressure (sbp) in the 30's. A coda balloon was advanced through the large sheath into the distal aorta and occluded the blood flow from above. The sbp returned to the 90's. The coda balloon was switched to the contra-lateral side with an observed decrease in pressure. Angiogram showed a ruptured right common iliac artery (rci). A gore excluder 16/12 x 10cm was placed from the aortic bifurcation into the rei. The coda from the device side was used to post dilate the stent. Angiogram revealed that the rupture extended below the end of the stent. A 16/12 x 12cm stent was placed lower than the previous stent to the femoral head. Four units of blood were administered. The patient was hemodynamically stable and the 22fr sheath was removed with a 10mm balloon occluding proximal in the rei. Preclose sutures were placed and it appeared to achieve hemostasis. Angiogram revealed that there was no flow beyond the femoral head. The patient was taken to the or for a surgical repair with an open cutdown. The patient was stable post procedure.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instruct the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr sheath is 7 mm. In this case, the access vessel minimum luminal diameter was 6 mm with moderate vessel calcification. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the reported moderate vessel calcification in combination with a vessel minimum lumen diameter smaller than recommended for a 22fr sheath likely caused or contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.